Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an alert for non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Reprogramming was recommended. The patient was stable and will continue to be monitored.